Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a temperature issue with the pump. The housing reportedly would get really warm on the outside. It was noted that the correct battery type was used in the pump. There was no indication of damage or moisture corrosion found to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2016 with the following findings: on 01/06/2016, during a review of the pump history, a voltage drop occurred from, 1.49vm to 1.18vm leading to a ¿call service (cs) 128¿ alarm which resulted in an unacknowledged ¿cs144¿ alarm for 1 hour. During testing, the ¿ez-prime¿ steps were performed correctly. All current readings were within specification. There was no overheating or any errors, alarms or warnings that occurred during investigation. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. The reported ¿temperature¿ complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).